Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing "multiple ring spots" had occurred while wearing the pod longer than 48 hours. Patient received medical attention virtually and was diagnosed with contact dermatitis by physician; he was prescribed triamcinolone acetoneide 0.5% cream, to be applied to affected area 3 times daily.